Event description:
During cardiopulmonary bypass, the air detection sensor was not detecting air bubbles. The user replaced a component cable and proper function was restored. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated but not yet begun.